Event description:
Customer reported no reactivity with vrb129 cell 17 and two patient samples with known anti-e. Other e+ cells reacted. Customer states that without prior patient history, they would not have been able to identify the antibody. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.